Event description:
This is filed to report a atrial septal defect and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, after clip placement and steerable guide catheter (sgc) removal, the atrial septum was closed with an amplatzer. Blood pressure had decreased when the sgc was removed from the left atrium to the right atrium. Blood pressure returned to normal after treatment of the atrial septal defect (asd) with the closure device. The procedure was successfully completed as per IFU, and the mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (atrial septal defect). The hypotension appears to be due to the perforation. Perforation and hypotension are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.